Event description:
A customer reported an occlusion alarm. The issue caused the customer's blood glucose level to display as "high", although the specific value was unknown. To address the high blood glucose level. The customer changed the infusion set and cartridge to address the elevated blood glucose and occlusion alarm, insulin therapy was resumed.